Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose was 59 mg/dl, and the blood glucose value was 114 mg/dl which was outside of the acceptable range. The sensor glucose and blood glucose difference is 55 mg/dl. The customer received a sensor updating alert. The customer stated that there was no communication between the pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-6102, mmt-1884. Troubleshooting was performed for the unable to pair device and the pump did not alert with device not found. Troubleshooting was performed for the loss of connection between the pump and mobile device and unable to complete troubleshooting or provide instructions, and insufficient information to escalate. Troubleshooting was not performed for the sensor glucose vs blood glucose, change sensor. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-6102. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.